Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3889-33 lot # va1nbh9 showed the outer insulation of the lead was twisted. It was noted that the lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The proximal marker band had loosened from the lead and was not returned. The distal end of the lead was not returned. No shorts were seen between circuits and the continuity was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of symptom return and sciatic type nerve pain potentially from a lead migration due to the lead coiling. It was noted that the patient had received a massage but this was post return of symptoms. Both the ins battery and lead were interrogated prior to the start of the revision and both looked fine. The physician confirmed the lead had migrated, via x-ray, from the original insertion point. The patient was scheduled for a lead revision. Upon opening the ins pocket, it was observed that the lead had coiled on itself several times and had flipped so it was in front of the ins (it was tucked underneath at the time of implant. It was noted that the lead was coiled down as far as could be seen into the pocket. The old, coiled lead was then removed and replaced but, during removal, the tines and distal end of the lead did not come out with the remainder of the lead. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.